Manufacturer narrative:
The explanted devices were not returned to bsn for eval as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt precision system was explanted due to an infection at the pocket site. The physician stated that the infection was due to the wound not healing properly which was not device related. The symptoms were clear liquid leaking out of the pocket incision site. The pt was given IV antibiotics and is reportedly doing well.